Event description:
It was reported to nova biomedical, that a consumer received a result of hi (over 600 mg/dl on her nova paradigm link blood glucose meter and the consumer kept giving herself boluses of insulin and her husband administered an additional manual shot of insulin, subsequently making the consumer have a hypoglycemic event requiring medical intervention. The blood glucose meter and test strips used during the event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.